Event description:
It was reported that when using the bd pyxis¿ medstation¿ es list of patients were not showing up on station after login. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found list of patients not showing up on station after login. A technical support specialist confirmed customer resolved the issue. The system functioned as intended after the customer resolved the issue.